Manufacturer narrative:
The insulin pump was received with pump error 35 alarm due to moisture damaged electronic assembly on pcb1. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 218 mg/dl at the time of incident and the current blood glucose level was 321 mg/dl. The customer stated that the insulin pump was cracked. Customer stated that the insulin pump had fallen accidently on the ground. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.